Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported prior to use with bd preset¿ eclipse¿ the stopper was discovered to be deformed. The following information was provided by the initial reporter, translated from chinese to english: on february 8, 2023, the teacher was collecting arterial blood to prepare items and opened the blood gas package. He found that the plunger stopper at the front end of the arterial blood gas needle plug was squeezed to the side wall and could not be used. Then open the neoarterial blood gas needle for operation, and then report to the head nurse of the department.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use with bd preset¿ eclipse¿ the stopper was discovered to be deformed. The following information was provided by the initial reporter, translated from chinese to english: on (B)(4), 2023, the teacher was collecting arterial blood to prepare items and opened the blood gas package. He found that the plunger stopper at the front end of the arterial blood gas needle plug was squeezed to the side wall and could not be used. Then open the neoarterial blood gas needle for operation, and then report to the head nurse of the department.